Event description:
The surgeon's practice manager reported that the surgeon had replaced a medpor button chin implant and needed to reposition it. During this process the implant fractured. The surgeon indicated that this possibly occurred as a result of the surrounding soft tissues being very tight. Another identical device was immediately available as a result and the case was completed.

Manufacturer narrative:
A review of the device history records was conducted and all processing and test parameters were within the medpor implants specification.